Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the shaver was used during surgery when patient got cardiac arrhythmia. Surgeon stopped the shaver. When the surgeon used the shaver again, the cardiac arrhythmia occurred again with the patient. After second use the surgeon was finished with usage of the shaver and therefore he didn´t need to change the shaver. The patient is well. It was not necessary to switch the surgical technique or do a second surgery.